Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the display on the adc freestyle libre reader screen had fading segments, and was "blurry" and unable to be read. As a result of the customer not being able to read the reader screen, he fainted and lost consciousness due to hypoglycemia. The customer was treated by his wife with sugar. There was no report of death or permanent injury associated with this event.